Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient¿s symptoms were secondary to vf and there was appropriate device function. It was noted that vf was correctly identified and terminated. No further action was needed.

Manufacturer narrative:
Continuation of d10:  6996sq41 lead, implanted: (B)(6) 2009; 7120 lead, implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was right atrial (ra) lead undersensing during a ventricular fibrillation (vf) episode that did not impact function. Six days later the patient experienced intermittent chest pain, shortness of breath, and pain over the device site. The lead and device remain in use. No further patient complications have been reported as a result of this event.